Event description:
It was reported that a customer experienced a broken pump screen, which remained black even after attempting to start the device. The blood glucose level was recorded at 150 mg/dl, indicating it was within normal range. A replacement pump was arranged, and the device with the damaged screen was scheduled to be returned.